Manufacturer narrative:
The sample was received for investigation. The customer's high tsh results were reproduced. Upon further investigation, an interfering factor against the ruthenium component of the assay was confirmed. This "interference" caused the high tsh results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
A sample from the patient was requested for investigation.

Event description:
The initial reporter stated that samples from one patient are consistently showing elevated concentrations of tsh for the past year when tested with the elecsys tsh assay on cobas 8000 e 602 module and cobas 8000 e 801 module analyzers. The elecsys tsh results do not align with the patient's treatment. When tested on analyzers from competitors, the tsh concentrations are found to be undetectable. The customer suspects the patient samples contain a factor that interferes with the elecsys tsh assay. No units of measure were provided for the tsh assay. Data was provided for four patient samples with questionable elevated tsh results. Refer to the attachment for all patient data. The questionable values are highlighted.